Event description:
We are in the process of inserting a pl bone spacer with inserter 850001. The bone is inserted in the disc space as per a visual on the c arm monitor. The doc proceeds to pull out the first piece of the inserter and then proceeds to try to pull out the 2nd part of the inserter and at that point the doc struggles to get inserter out. We take another picture which shows the medial flange had bent across the disc space. In order to get the 2nd part of the inserter out the doctor goes to use a metal cutting burr to cut the inserter into parts.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.